Manufacturer narrative:
Consumer drove into pool while in device. Not an issue with the device.

Event description:
Alleges consumer drove the wheelchair into a pool. She was strapped to the chair and couldn't get out.